Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported by the doctor that she has experienced three instances, and knows of possibly two others, where she connected the 6" extension set with one-way stopcock in the arrow arterial kit to the edwards pressure monitoring kit ref (B)(4), and experienced delayed leaking at the connection point. In most instances the nurse caring for the patient reported the leaking to the doctor a short time after insertion. In turn, the doctor reported that the connection felt different than normal, and heard what she described as a slight cracking sound when she first attached the edwards transducer set to the arrow extension set. They did not experience this in the previous version of the kit that had a 4-way stopcock. Two transducer sets and a new arrow extension set from an unopened kit will be returned for testing. None of the sets that were used in the incidents described were saved. They have been instructed to save any sets from this point forward that do not function normally. There was no reported delay, death, or complications to the patients as a result of this occurrence. Note: in the incidents that occurred, the physicians removed the arrow extension sets and connected the transducer sets directly to the arterial catheter. They consider this suboptimal care and do not wish to continue this practice.